Manufacturer narrative:
Other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-sep-2016, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (500mcg/ml at 289mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump was replaced due to near end of service (eos). At the time of replacement, the healthcare provider (hcp) noticed some material in the pump connector, so he replaced it with a new pump segment and connector. Cerebrospinal fluid (csf) flow was noted and the hcp was able to aspirate. The date of the event was (B)(6) 2019. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." The catheter sent the catheter to their pathology for analysis of material inside connector. There were no further complications reported at this time.